Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device's jaw opening and closing mechanism was functioning properly. The device produced an instant re grasp alarm when activation attempts were made. The device was disassembled, and resistance testing was preformed. It was identified that there was a high fluctuating resistance in between the gray wire crimping and the jaw. Functionally, during the lever installation process, the jaw wires are fed into a speed loader to facilitate installation of the lever, collar, lever spring, and collar stop. The speed loader allows the jaw wires to remain straight during the lever installation to prevent it from becoming entangled with the other components. In this instance, the jaw wire was poking out of a cutout in the inner tube causing pinching on the jaw wire when it was crushed between the inner tube and the collar stop. It was reported that activation and end tone were heard but sealing was inadequate and partial. There was no re-grasp alert. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of failure related to the wiring. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, activation and end tone were heard but sealing was inadequate/partial. Another device was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection (lar) procedure, activation and end tone were heard but sealing was inadequ ate/partial. There was no re-grasp alert. Cleaning of the jaws of the ligasure handpiece was performed once they saw there was tissue stuck between the jaws. 20 good seals were completed before the problem occurred. Intestine was the tissue/vessel type being sealed when the problem occurred, and the tissue bundle had normal thickness. Another ligasure was used with the same generator and it worked fine. There was no patient injury.